Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd syringe luer slip plunger was "damaged." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Samples/ photos analysis: a sample was received, and it is possible to observe stopper damage. DHR review: the batch record was verified and the manufacturing date for this batch was november 14th to 15th, 2017. The process inspections were performed at proper frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection each 2 hours at 36 parts at assembly machine. Qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record related to the defect was observed. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. The DHR was performed, quality notification and maintenance analysis and no occurrence potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe stopper damage. The probable cause for the defect is related to material jam at syringes assembly machine, causing the stopper defective, allowing the damage product flow of the process. To minimize this defect a blitz #57/2018 was performed to damaged / broken components. Deadline to implement actions is sep/2018.